Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l72978, implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-nov-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for non-malignant pain. As of (B)(6) 2020. The pump administered dilaudid with concentration 2.0 mg/ml at a dose rate of .01083 mg/day and clonidine with concentration 5.0 mcg/ml at a dose rate of 0.2708 mcg/day. It was reported that the patient¿s medical history includes chronic low back pain. The catheter was not patent for approximately two months. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The physician was unable to perform a dye study. A failed dye study was further indicated. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The complete catheter was explanted and replaced. The company representative was in possession of the product which was being returned to the manufacturer. The issue was resolved. The patient¿s weight was unknown. The patient was without injury regarding their status as of (B)(6) 2020. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: (B)(6) 2020, product type catheter product ID 8709 lot# l72978 serial# implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type catheter h3: the catheters were returned and analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter components were returned to the manufacturer.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: (B)(6) 2020 product type catheter product ID 8709 lot# l72978 serial# implanted: (B)(6) 2000 explanted: (B)(6) 2020 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: unknown_cath , serial/lot #: unknown, ubd: unknown, UDI#: unknown h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.